Event description:
It is reported that a customer's insulin pump has issues uploading information. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unable to download pump to care link due to several a47 alarms in the alarm history file. A47 alarms due to a corrupted history file. No cosmetic damage noted.